Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery compartment was cracked below the grip pad. The audio bolus button was found to be completely missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the audio bolus button was missing. This report is made based on results of investigation completed on (B)(6) 2015.